Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. After the sensor was inserted, the patient started to experience itching and immediately removed the sensor. It was indicated that the patient cleaned the affected area with alcohol. Additional follow up was made on (B)(6) 2017 regarding the skin reaction. The patient's mom stated that the patient saw a dermatologist and was recommended no alcohol prep and no hot baths. The dermatologist prescribed a steroid cream to use as needed for the itchiness on the affected area. The patient also treated the affected area with over-the-counter benadryl stick topical and aquaphor topical. It is unknown when the patient saw the dermatologist. No additional patient or event information is available.